Manufacturer narrative:
Evaluated one opened/used enlite sensor and found needle separated from sensor base. We were unable to confirm customer received sensor in said condition due to customer return sensor opened/used. Complaint against sen-serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone to have experienced sensor anomaly. The customer's blood glucose reading was unknown. The customer stated that while changing the sensor, the customer's sensor got stuck in the serter. The customer stated that the sensor broke off in the serter and he was able to remove the needle from the serter. The product was returned for analysis.